Event description:
The evms pacs has a feature that allows users to mark an anchor study as read, and then marks all other series in that study/correlated studies as read. This allows users to view all cases related to a study and close all as read for enhanced workflow. A warning message is provided to the user that all studies are being marked as read and the user must place a check next to each series and click 'ok' prior to closing in order to mitigate the hazard that they would be marking series as 'read' that they had not read. This feature can be turned on or off; the default is to mark all as read with the warning message turned on. This also appears in the labeling. A user called in a complaint that their series/correlated studies have been marked as read without them being aware of it. The log file showed that the warning message had been turned off using that user's login and password; however, the user was not aware that they changed it. As a result, the user missed 2 fractures on an initial read, but the ER physician was aware that there were fractures so no adverse outcomes were noted.

Manufacturer narrative:
The suggested use of the device is to leave the warning message turned on if a user opts to mark all studies as read when the anchor study is marked as read. However, some users do opt to turn it off because their workflow dictates that they must review all series in a study prior to marking the anchor as read. If the workflow at a site does not dictate this, the message is recommended to be left on in order to mitigate the hazard. For this particular user's site, an enhancement is being added to the software that allows the user to set the function to never mark all studies as read if the anchor is marked as read. This will be an individualized setting per user.